Event description:
It was reported that the nc trek was prepared according to the instructions for use. The nc trek was advanced to the lesion, but it would not inflate at the moderately calcified target lesion in the left circumflex coronary artery. Another nc trek was used to complete the procedure without further incident. There was no reported clinically significant delay in the procedure and no reported adverse patient effects. There was no additional information provided.

Event description:
Subsequent to the previously filed medwatch, additional information was received indicating that there were no issues noted during removal of the protective sheath.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the product was returned and the reported inflation difficulty was confirmed on the returned device. The reported inflation difficulty was most likely related to the operational context of the procedure. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed and the return analysis, there is no indication of a product deficiency.